Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulation only helped for the first day or two, and since then there has been no pain relief. The patient had pain in the base of their back so bad that they were unable to walk and were in a wheelchair. The pain was reported as sudden. The patient said they have not made any adjustments with the programmer and the patient did not believe they have had any reprogramming sessions since implant. The patient called their healthcare provider (hcp) and they were directed to schedule an appointment with a manufacturer representative (rep). The patient hasn¿t recharged in a while and said the recharger was completely dead. The patient was going to charge the recharger and call back. The patient stated there was poor communication on the programmer. The last successful recharge was 1-3 months ago. It was unknown when the last time the patient felt stimulation was. The patient stopped using the therapy because it wasn¿t helping so they stopped charging. No further complications were reported.